Event description:
It was reported that three days post-implant, a decrease in sensing and high capture threshold were observed. Fluoroscopy revealed that the leads had pulled back. As such, the leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.